Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The customer received signal loss and was unable to obtain readings and receive glucose alarms. As a result, the experienced a loss of consciousness. An ambulance was called and the customer was administered intavenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on the returned sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly. Therefore, this complaint is not confirmed. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a sm - a035g samsung phone with android 13 operating system version, app version 2101110406. The customer received signal loss and was unable to obtain readings and receive glucose alarms. As a result, the experienced a loss of consciousness. An ambulance was called and the customer was administered intavenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a sm - a035g samsung phone with android 13 operating system version, app version 2101110406. The customer received signal loss and was unable to obtain readings and receive glucose alarms. As a result, the experienced a loss of consciousness. An ambulance was called and the customer was administered intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.